Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, customer administered a manual injection to address bg. Customer declined to troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Based on the analysis, the alleged elevated blood glucose issue was verified in the pump logs; however, no failure was identified.